Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported bumex (25mg/10ml) was ordered to infuse at 4ml/hr with a volume to be infused (vtbi) of 100ml. The infusion was scanned into the pump for a new bag change and the vtbi updated. It was noted however that the bag was empty after two (2) hours. The pump still read that there was 74mls left to be infused. There was patient involvement, but no harm.

Event description:
It was reported bumex (25mg/10ml) was ordered to infuse at 4ml/hr with a volume to be infused (vtbi) of 100ml. The infusion was scanned into the pump for a new bag change and the vtbi updated. It was noted however that the bag was empty after two (2) hours. The pump still read that there was 74mls left to be infused. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? Imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.